Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 11 years, 5 months due to prosthetic aortic valve endocarditis. The surgeon also indicated that there was no device malfunction. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the root cause of the event could not be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review is currently in process.

Manufacturer narrative:
(B)(4). Copies of the patient's medical records were provided by the health care provider. Per the op report, this patient had been complaining of fevers and night sweats. Blood cultures were positive for streptococcal organisms. The patient was treated with antibiotics. An echocardiogram revealed what was felt to be vegetation on the aortic valve. He was referred for redo aortic valve replacement. At the time of surgery, the prosthetic aortic valve had extensive vegetations on the leaflets. There was a small abscess approx. 0.5 to 1 cm in its widest diameter near the junction of the right and left leaflets. The prosthetic valve itself was firmly in place. The valve was removed and replaced with another edwards bioprosthetic valve. Stable hemodynamics were obtained and tee did not reveal any evidence of a perivalvular leak. There were no complications reported at the end of the procedure. According to the patient's discharge summary, the patient had a difficult post operative course complicated by new onset atrial flutter with variable conduction, nstemi, acute kidney injury on chronic kidney disease, acute on chronic thrombocytopenia, and anemia. On pod #12, the patient was noted to have peripheral blood cultures with resistant e.coli. The patient continued to require total care with all facets of daily living. On pod #22, the patient developed fever and hypotension. The patient was followed by ID and a septic work-up was repeated. After discussion with the family, it was decided to continue with full resuscitative measures. The patient completed his antibiotic course and was discharged to another facility on (B)(6) 2012.